Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous vessel in the forearm . A 6.0x40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.